Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 6. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.